Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During the procedure, the patient was told her heart was cut. In recovery the patient's blood pressure dropped to 40/30 which required an emergent pericardiocentesis. The patient reported back pain and some pain when she eats since the procedure. She has seen two other cardiologists who have examined her heart and told her that it is healed and that there is no leak. It was further reported that the watchman implant was successful. The pericardial effusion and tamponade did not occur during the implant but several hours post implant. The patient underwent emergent pericardiocentesis and remained in the ICU for two nights. The drain was removed 48 hours later. The patient was observed for another 24 hours after that with stable blood pressure and off of pressors/inotropes. The patient was discharged home in stable condition on (B)(6) 2020. It was further reported that the patient also required cardiopulmonary resuscitation. A pericardiocentesis was performed and 2 liters of blood was removed. The patient was sent to the intensive care unit (ICU) with a drain left in place. After 4 days in the ICU, the patient was moved to a regular room on the cardiac floor and was monitored for another 24 hours. The patient had excruciating pain at this time. The patient has had multiple mris and cat scans and visits to multiple physicians to determine the source of the pain. It was general consensus that the patient has nerve damage; however, there is no way to determine what specific nerve was damaged.

Manufacturer narrative:
Updates: a2, b2, b5, b7, h6 patient and impact codes.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman laa closure device and delivery system (wds) were used. During the procedure, the patient was told her heart was cut. In recovery the patient's blood pressure dropped to 40/30 which required an emergent pericardiocentesis. The patient reported back pain and some pain when she eats since the procedure. She has seen two other cardiologists who have examined her heart and told her that it is healed and that there is no leak. It was further reported that the watchman implant was successful. The pericardial effusion and tamponade did not occur during the implant but several hours post implant. The patient underwent emergent pericardiocentesis and remained in the ICU for two nights. The drain was removed 48 hours later. The patient was observed for another 24 hours after that with stable blood pressure and off of pressors/inotropes. The patient was discharged home in stable condition on (B)(6) 2020. It was further reported that the patient also required cardiopulmonary resuscitation. A pericardiocentesis was performed and 2 liters of blood was removed. The patient was sent to the intensive care unit (ICU) with a drain left in place. After 4 days in the ICU, the patient was moved to a regular room on the cardiac floor and was monitored for another 24 hours. The patient had excruciating pain at this time. The patient has had multiple mris and cat scans and visits to multiple physicians to determine the source of the pain. It was general consensus that the patient has nerve damage; however, there is no way to determine what specific nerve was damaged.

Manufacturer narrative:
Updates: e1: initial reporter email and phone.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the patient was told her heart was cut. In recovery the patient's blood pressure dropped to 40/30 which required an emergent pericardiocentesis. The patient reported back pain and some pain when she eats since the procedure. She has seen two other cardiologists who have examined her heart and told her that it is healed and that there is no leak. It was further reported that the watchman implant was successful. The pericardial effusion and tamponade did not occur during the implant but several hours post implant. The patient underwent emergent pericardiocentesis and remained in the ICU for two nights. The drain was removed 48 hours later. The patient was observed for another 24 hours after that with stable blood pressure and off of pressors/inotropes. The patient was discharged home in stable condition on (B)(6) 2020.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the patient was told her heart was cut. In recovery the patient's blood pressure dropped to 40/30 which required an emergent pericardiocentesis. The patient reported back pain and some pain when she eats since the procedure. She has seen two other cardiologists who have examined her heart and told her that it is healed and that there is no leak.